Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be clean. No kinks noted to the catheter shaft and no other specific anomalies were noted. On the functional evaluation, the guidewire lumen was flushed and an in-house guidewire was able to be inserted into the guidewire lumen without any issue. The guidewire was then removed from the guidewire lumen without any issue. No other functional testing was performed due to the nature of the complaint. Therefore the investigation for the reported packaging issue remains inconclusive, as the device was not returned in the original package and also no evidence of packaging issue could not be observed on the returned device. The investigation for the reported device damaged prior to use was unconfirmed, as no damage was noted on the device returned for the evaluation. A definitive root cause for the reported device damaged prior to use and the packaging issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2023).

Event description:
It was reported that prior to an angioplasty procedure, the balloon was allegedly damaged in the package and when attempted to remove the balloon from package it was very difficult to remove. It was further reported that upon removal , the covering was not on the balloon portion and it got stuck to the plastic tubing and it would not advance over the wire. The procedure was completed using another device. There was no patient contact.